Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a ruptured microintroducer sheath is confirmed and was determined to be manufacturing related. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed the device with a longitudinally aligned split in the sheath tip. The split appeared to be relatively uniform, and no significant buckling or folding was observed. No obvious use residue was observed on the device. Based on the observed features in the returned photograph, the root cause of the split was likely related to the manufacture of the device. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f, the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that vascular sheath ruptured. No additional information was provided.